Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported elevated blood glucose due to bent infusion cannulas. This occurred on the morning of the report and twice in the past. The infusion headset was inserted on (B)(6) 2011, and blood glucose was in the 500 mg/dl range when she woke in the morning of (B)(6) 2011. She removed the headset and noticed the cannula was bent. Normal blood glucose is 120-180 mg/dl. Pt self-treated hyperglycemia and remained on the infusion device. Infusion set insertion device was used to insert the headset, and there was no difficulty in doing so. The blue button was properly pressed to release the insertion needle. There was no insulin leaking from the infusion site. Pt noticed the problem approx 12 hours following insertion of the headset. Alleged infusion sets were discarded and will not be returned for eval. Request was submitted for replacement infusion sets. The pt did not require treatment from a health care professional or second party to address the issue.